Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The problem was not able to be duplicated by the filed engineer. However, error [acb hw watchdog] was found in error log. The anesthesia control board (acb) was replaced proactively.

Event description:
The hospital reported that, during patient use, the system internal problem error was displayed on the display and unit was not able to run the ventilation. There was no reported patient injury.

Manufacturer narrative:
"An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia. " ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The ge healthcare internal field modification number is fmi (B)(4).